Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with leg cellulitis had a catheter placed in the right arm. The nurse applied a shower proof cover to the patients arm covering the PICC lumens so the patient could shower. After the shower, the nurse removed the cover and the lumens fell on the floor, severed from the hub. As a result, the catheter was removed but not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of a separated extension line was confirmed. The customer returned one double lumen PICC catheter for investigation. Visual examination of the catheter revealed that both extension lines appear to have been cut. Microscopic examination of the point of separation in both extension lines revealed striations in the extension line material which are consistent with material that has been cut. The distal extension line was separated approximately 2 mm from the hub. The separated piece of the extension line still remains adhered to the hub. The proximal extension line is separated approximately 2.6 cm from the hub. The separated piece of extension line remains adhered to the hub. The IFU for this product was reviewed as a part of this complaint investigation. The IFU warns the user, "do not use scissors to remove dressing to minimize the risk of cutting catheter." A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed on the returned sample, operational context caused or contributed to this event. No further action will be taken.